Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited t-wave oversensing which resulted in several events of inappropriate shocks. It was noted that smart pass had been disabled and could not be programmed back on. A boston scientific technical services consultant reviewed imaged and discussed the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited t-wave oversensing which resulted in several events of inappropriate shocks. It was noted that smart pass had been disabled and could not be programmed back on. A boston scientific technical services consultant reviewed imaged and discussed the reported clinical observations. No adverse patient effects were reported. Additional information was received that shock impedance measurements were up to 180 ohms, remaining within normal range. Technical services (ts) recommended to consider a chest x ray and defibrillation threshold (dft) test. This electrode remains in service. No adverse patient effects were reported.